Event description:
Ventilator alarm showing flow sensor inoperative. Changed flow sensor four times without resolution. Ventilator circuit and expiratory valve changed with no resolution. Patient was bagged by respiratory therapy until changed to another ventilator. No untoward patient effects.